Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. An under-water pressure test was performed, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked; visible fluid leaked out of the bottom port (clearlink) which was not accessed. This was observed during patient infusion with intravenous immunoglobulin (ivig). There was no report of patient injury or medical intervention associated with this event. No additional information is available.